Event description:
The pt received his scs system on (B)(6) 2009. It was reported that he is without stimulation and unable to communicate with his ipg via the programmer or charging system. Efforts to resolve this matter with the use of a replacement charging system proved unsuccessful. The patient's ipg was replaced on (B)(6) 2010.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.